Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The caregiver (cg) and hp confirmed that the patient line was not primed to the top prior to connecting. The technical service representative (tsr) explained the alarm to the cg and assisted the cg in ending therapy. The tsr advised the cg to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported system error 2240 was determined to be an incomplete prime (use error). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. The guide also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line and instructs the user to verify that the patient line is properly primed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.